Event description:
It was reported that the patient experienced a frequent charging of the implantable pulse generator (ipg). The leads had migrated and patient had an inadequate stimulation. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted products were discarded per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D2b: lgw - qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 271652 / 270555. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2138-50. Serial number: (B)(6). Batch/lot number: 107729. Model/catalog description: phase iii linear lead - 50cm. Unique identifier (UDI) #: (B)(4). Sc-2138-50 (sn (B)(6)). This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.